Event description:
Unit shut down while on pt, using ups battery sys when condition occurred. Therapist was in room at time of condition. Unit went into constant audible alarm and inop was on. Device was tested by homecare dealer after the device was picked up. Vent had been on standby mode, turned back on. Did not power up correctly for 1 1/2 to 2 mins. Did not perform properly. Alarmed inop. On ac power at the time of the event.